Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was returned for evaluation. The defect cannot be confirmed due to not having any evidence to support the reported incident. Retained units were evaluated and passed the internal testing. Since a sample was not returned for evaluation, the exact root cause of this incident could not be determined. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
According to the cusotmer: multiple air alarms. Unable to clear. No concerning air bubbles present in line. Line is not kinked. After multiple attempts, blood ran via gravity. This is not an isolated incident. Assessed for air bubbles of concern-none found. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.